Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with a non-boston scientific right atrial (ra) lead, exhibited jumpy impedance measurements that fluctuated between 300 to greater than 3,000 ohms, likely due to spring contact behavior. Ra threshold measurements and bipolar pace impedance measurements were stable in-clinic. This crt-d system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.